Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he is unable to read. His distance and intermediate vision is good. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).